Manufacturer narrative:
A ge representative has not yet evaluated the system. This MDR is related to ge healthcare complaint.

Event description:
The customer reported the images are scrambled on all monitors. No patient injury was reported.